Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The field service engineer confirmed the issue stemmed from interference from the surgical rooms. An external vendor fixed the issue. No further issues reported.

Event description:
It was reported a customer¿s epiq cvx ultrasound system and tee transducer were not available during a critical procedure. During a procedure in the cardiac catheterization laboratory, there was an excessive color artifact while imaging the heart. The user decided to exchange both the ultrasound system and the transducer to complete the procedure. No further information is available. There was no patient or user harm associated with this event. Philips has started an investigation and upon completion a follow-up report will be submitted.